Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked and damaged at the top of the reservoir compartment. Customer's blood glucose was 251mg/dl at the time of incident. The product will be returned.